Event description:
The customer reported that insulin from the back of the reservoir leaked into the reservoir compartment, and he was experiencing high blood glucose for the past two days. The customer mentioned that he was able to see insulin between the second o-ring. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.